Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; there is misalignment of the metal cap output window with the red stop sign; the outer flow tubing open end exhibits minor scratch marks, signs of slight melting, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, with 51,625 joules used and 8 minutes expended, it was noted that the laser was not properly oriented. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome: "ok" reported. No injury reported.